Event description:
Device issue: stent dislodgement. Time of device issue: during the procedure. Adverse event: deployment of stent in unintended site and CABG. Onset of adverse event: during the procedure. It was reported that the target lesion was the mid circumflex (cx) with moderate tortuosity, and severe calcification. Pre-dilatation was performed and the 2.5x18 mm promus stent delivery system (sds) was advanced, but failed to cross the calcification. While attempting to pull the sds back into the guiding catheter the stent came off the delivery balloon and lodged itself in the lm/cx. An attempt was made to snare the stent, but failed. Therefore, the sds balloon was re-advanced, catching the stent with the balloon, and successfully deploying it in the lm/cx. It was a protected lm; the lad was bypassed. Though requested, no additional information was available. You are receiving this MDR report from abbott vascular because (B) (4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: failure to advance and difficulty to remove an undeployed stent can be affected by numerous factors. Based on the reported information, the reported failure to advance appears to be related to the moderately tortuous and heavily calcified lesion. As there was no reported stent damage during inspection prior to use, it is also likely that the interaction with the difficult anatomy loosened or damaged the stent, which interacted with the guiding catheter and contributed to the reported difficulty to remove a stent dislodgement in the anatomy. The dislodged stent could not be removed by a snare; therefore, it was deployed in the unprotected left main and the patient had coronary artery bypass graft (CABG) surgery for the lad. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. In this case, the reported complaint appears to be related to the operational context of the product, and there does not appear to be any indication of a product quality deficiency.